Event description:
It was reported about two weeks ago, the patient had a cardiac medical emergency. The patient reported the paramedics used a jerking motion to move him from a chair to the gurney. During this time, the patient felt a change in his stimulation from his back and lower leg to stimulation in the ribs. Prior to this incident, the patient had good coverage of his painful areas. The patient is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.